Event description:
It was reported we removed a PICC line today that was found to be leaking at the end near the hard purple plastic attachment that we connect the needleless connector. The line had to be removed before it was clinically indicated. The patient then needed to be subjected to another insertion. No patient harm occurred.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.